Event description:
The customer reported that an unspecified part on the heartstart xl had a problem. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.